Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wake button had to be pressed multiple times before the screen would come on. Customer reported blood glucose level was 89-190 (mg/dl). Reportedly the customer has a back up pump as alternate insulin therapy until the replacement pump is received.